Event description:
The lay user/pt called lifescan (lfs) on july 4, 2006, and alleged that her meter was reading inaccurately low. The medical affairs specialist spoke to the patient on july 7, 2006, and obtained and verified the following information. The patient reported that in april she tested on her meter and obtained a result of 78 mg/dl. She reported feeling nauseous at the time, so she went to the clinic and her blood glucose was 213 mg/dl. She did not receive any treatment at the clinic, as she took humalog, which is based on a sliding scale before leaving the house. The patient does not recall the amount of insulin that she took. The patient stated that the result of 145 mg/dl was obtained on the day that she called lfs. The patient stated that these results are not matching her normal readings. The testing technique was correct and the technique for cleaning puncture site was correct. The patient performed a control solution test, which passed. This complaint is being reported, as the meter to the other meter comparison fell outside of the 30% acceptable range and the reported meter gave lower readings than the clinic meter while the patient had symptoms a replacement meter has been sent.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in supplemental report.